Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.